Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (revolver head) of the transfer set was broken. This occurred during peritoneal dialysis therapy. The transfer set was swapped ten days ago and it has been learned that it is swapped two to three times per year. There was no patient injury or medical intervention associated with this event. No additional information is available.